Event description:
It was reported that post pace t wave oversensing was observed. The non-sustained rv oversensing was observed several times in april of 2022. However, they had not had any episodes of oversensing since then. The decision was made to continue monitoring the issue remotely. Device will remain implanted. The patient was stable.